Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was moisture ingress into the battery compartment of the pump with no noted damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a test battery cap was used during testing. The pump battery compartment was found to be cracked below the bumper pad. The pump battery cap was found to fully secure to the pump. The pump battery compartment was found to be leaking and evidence of moisture was observed inside the battery compartment and on the battery cap. No moisture was observed in any other area of the pump.